Event description:
It was reported that the customer experienced low blood glucose readings that were slightly increasing. Customer's recent blood glucose levels were 63 mg/dl. Customer stated that the insulin pump went into thresh suspend and the enlite sensor was off by twenty points compared to the meter. Customer stated that their blood glucose reading was 101 mg/dl while the sensor read 69 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.